Manufacturer narrative:
Conclusion - the driver tip was worn which in turn stripped the drive pocket of the screw. This condition then prevented the surgeon from being able to complete the screw implantation.

Event description:
Surgeon was using 3.8 screws for 1st mtp fusion. The surgeon wanted to use cannulated driver, so the screw would not travel off the track that was pre-drilled. The rep told the surgeon to get the screw started, and once he got resistance, switch to the solid driver. That's what the surgeon did, but the cannulated driver stripped. Switched to solid driver. That driver appeared to strip, too.